Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 525 mg/dl. The family member reported that he attempted to correct via boluses and also changed the site. The night before the patient reportedly had an elevated bg of 440 mg/dl; bg decreased overnight to 240 mg/dl. By lunch time the patient's bg was 525 mg/dl. The patient was reportedly new to pumping. The patient has reportedly been very active with swimming. The family member confirmed that all boluses were completed and delivered as programmed; bolus and basal deliveries were correctly reflected in the total daily dose. The pump was not suspended and family member confirmed that the pump was correctly primed with site changes. The family member reported that the site was changed this morning but did not check for a bent cannula. The family member reported that there was a large air bubble in the cartridge. Customer concluded that the patient's bg was likely due to air in the cartridge and tubing and possible site or testing issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.